Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of prosthesis wear of the acetabular liner which may have been due to edge loading, orientation of the acetabular cup, and/or patient related conditions. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause for the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: nv crown cup clstr hole 52mm group 2 (cat# 180-01-52 / serial# (B)(4)). Nv splined ha rdd s/o sz 14 (cat# 160-32-14 / serial# (B)(4)). 2/14 biolox femoral hd 32mm +0 (cat# 140-32-00 / serial# (B)(4)).

Event description:
As reported, approximately 9 years postop, this (B)(6) y/o male patient had a revision as acetabular insert showed uneven wear necessitating revision. Liner revises to xle liner with 36mm x 3.5 biolox option head. Novation gxl poly revised to novation xle poly. The devices are not available for evaluation as the hospital keeps all explanted items. Patient was last known to be in stable condition following the event.